Event description:
After exposure all buttons were greyed out except "shutdown". Customer rebooted and the exam and image were lost. Canon log showed error f020200001. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4): removed ccs. Installed version 1.40.3 with patch and windows updates. Investigation is still in progress. If additional information is received, a supplemental report will be submitted per 21cfr 803.56. (B)(4).